Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0uz82, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that patient has reached the upper limit on program 2. The consumer reported that the therapy was not working for patient symptoms on the day of this call. It were noted that patient was not feeling stimulation while therapy was on. There was no trauma/falls reported that could be related to this issue. The consumer reported that program 2 was not effective for patient's symptoms since they changed it. The patient has not felt stimulation since 1 month ago. It was noted that patient felt stimulation on program 4 at 3.0. It was later reported on (B)(6) 2016 that patient fell and there was no steps taken as of yet. The reported loss of effect and no stimulation has not been resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.